Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of a system controller fault alarm after the backup battery was installed and controller connected to power for charging was not able to be determined. The system controller, serial number (B)(6), was not returned for evaluation and there were no log files provided for review. Per the communication on 12apr2023, the customer stated that no additional information will be provided. As a result, the investigation will be closed at this time and re-opened if the system controller (B)(6) is returned later. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ heartmate 3 instructions for use in section ¿system controller backup battery power¿ provides information regarding the controller¿s backup battery. The device history records were reviewed and the records revealed the system controller was manufactured in accordance with mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the backup controller had a backup battery installed and when placed on battery power to charge, a system controller fault alarm appeared. The system controller was replaced, the backup battery was installed and charged, and the issue resolved. The system controller was not on the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.